Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced high blood glucose levels of 301 mg/dl and treated with insulin via syringe on (B)(6) 2026 there is no malfunction reported with the infusion set.